Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a shock impedance of 125 ohms on this defibrillation lead. It was also mentioned that the counters displayed displayed a shock given but it notes zero shocks under each zone.